Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their enlite sensors were damaged. The customer did not provide their blood glucose value at the time of the incident. The electrode was only 1 mm long. Replacement sensor were sent. The product was not returned for analysis.